Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the tip of the bd insyte¿ IV catheter after removing it from the packaging. The following information was provided by the initial reporter, translated from spanish: "loss of integrity of 22g bd insyte catheter, lot: 1299494, is investigated. When the nurse opens the package, she notices dirt (rust?) On the catheter tip. First time we've had a problem with this catheter number."

Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 1299494, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed dirt inside of the catheter. Therefore, based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined. However, it was likely that the dirt came from the assembly line or the manufacturing equipment.

Event description:
It was reported that foreign matter was found on the tip of the bd insyte¿ IV catheter after removing it from the packaging. The following information was provided by the initial reporter, translated from spanish: "loss of integrity of 22g bd insyte catheter, lot: 1299494, is investigated. When the nurse opens the package, she notices dirt (rust?) On the catheter tip. First time we've had a problem with this catheter number."